Event description:
It was reported that the device was returned with no info. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Final device analysis for the device revealed a reliability non-conformance, broken weld(s) at bond wire pad(s) - lifted bond wire(s).